Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that she was vomiting and feeling unwell, prompting her to call emergency medical technician (emt)s. She attributed the issue to inaccurate readings on her dexcom, which showed her blood glucose (bg) levels to be in the 100 mg/dl range. She did not confirm bg with a fingerstick, but emts found her bg to be "high" on their glucometer. She was wearing her omnipod product at the time. No recent messages or alarms were reported on her omnipod 5 app. She did not recall details about the pink slide on the pod. The pod cannula was confirmed to be inserted into the skin during wear, with no redness or swelling at the pod site, and no insulin leakage. However, the cannula appeared bent after removal. She was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous (IV) insulin. She was admitted to the hospital on (B)(6) 2025 and discharged on (B)(6) 2025.